Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed an out of calibration force sensor and a battery compartment crack. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: patient negligence issue - pump subjected to conditions outside specifications. The patient exposed the pump to x-ray at the hospital. A force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. The force sensor resistance was found to be in specification. A crack near the case seal of the battery compartment was observed. Daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates. Review of alarm history shows no errors or alarms associated with the complaint. Pump successfully completed an ¿ezprime¿ sequence with no issues. Pump was exercised for (B)(4) hrs on a (B)(4) u/hr basal program, no alarms or warnings occurred during this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.